Event description:
Post-operative condition. Patient had right knee surgery in 2006 with three allografts. Revision in 2007, due to 'knee stiffness and superficial infection'.

Manufacturer narrative:
Product recall initiated august 21, 2007.